Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient had irritation and a rash at the insertion site. Patient claimed that this started happening about 24 hours after insertion. Patient stated she removed the sensor and noticed red marks and blisters under the sensor pod. Patient claimed to not have allergies to silver or platinum. Patient hasn't been cleaning with alcohol for a couple of months. Patient claimed there is still some redness after two weeks. Patient did go to physician's office on (B)(6) 2014 for a regularly scheduled checkup and she discussed the rash. The doctor recommended seeing an endocrinologist in about two weeks.